Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat a variceal bleed during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands, it would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code (B)(4) captures the reportable event of bands unable to deploy.